Event description:
Pt presented with a broken rib-to-spine device. Pt was implanted with the veptr construct (rib-to-spine with the lower hook replaced by pedicle screws). Surgeon performed the following procedures: in situ fusion of t13/l1 utilizing synthes 6.0mm pangea fixation (also used as base for the veptr device) with local bone graft and freeze-dried cancellous allograft bone graft; insertion of veptr device from rib to spine with attachment at right fourth rib and right sixth rib and attachment to t13/l1 screws, and resection of spontaneous posterolateral fusion approx t5 to t10 with application of bone wax to retard refusion.

Manufacturer narrative:
Additional info has been requested. MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.